Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the stent graft was partially deployed when the outer catheter broke. The partially deployed stent graft and deployment system were removed over the guide wire as one unit without incident, a new stent graft was prepped and deployment successful. There is no reported pt injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the mfg and inspection of this product and the product were found to met all specs prior to shipment. No mfg anomalies or changes prior to shipment. No mfg anomalies or changes which may have caused or contributed to the reported event have been identified. The device was returned for further eval; however, images were not provided. The stent graft was partially deployed and protruded approx 16mm from the tip of the outer sheath. No damage was noted to the struts or the partially deployed stent graft. The investigation is confirmed for partial deployment, as the stent graft was returned partially deployed. It should be noted that an outer shaft break is also confirmed, as the outer sheath was torn off at the catheter reinforcement area. The root cause could not be determined based upon available info, it is unk whether pt and/or procedural issues contributed to the event.